Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the oral vein near the fistula. A 5.0 x40, 40cm gladiator elite was selected for dilatation. Upon unpacking, it was discovered that the balloon had already ruptured. This event did not result in any patient complications.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the oral vein near the fistula. A 5.0 x40, 40cm gladiator elite was selected for dilatation. Upon unpacking, it was discovered that the balloon had already ruptured. This event did not result in any patient complications. It was further reported that the anatomy location that the physician working on is in the arm.

Manufacturer narrative:
E.1.: initial reported facility name: (B)(6). The device was returned for analysis. Visual examination revealed that the balloon was not folded, indicating that it had been subjected to positive pressure. A longitudinal tear was identified in the balloon material, measuring approximately 15 mm in length, extending from 12 mm proximal to the proximal markerband to 1 mm distal to the distal markerband. No damage was observed to the device tip. Visual and tactile inspection of the shaft identified no kinks or other damage. Both markerbands were intact and present on the shaft.

Manufacturer narrative:
E1: initial reported facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the oral vein near the fistula. A 5.0 x40, 40cm gladiator elite was selected for dilatation. Upon unpacking, it was discovered that the balloon had already ruptured. This event did not result in any patient complications. It was further reported that the anatomy location that the physician working on is in the arm.